Manufacturer narrative:
Investigation pending.

Event description:
A variance between inratio inr results and alternate poc inr result was reported. The results were as follows: (B)(6). It was noted that the finger was excessively milked when trying to obtain sufficient sample. During the call it was reported that the patient was hospitalized from (B)(6) at (B)(6) hospital for severe blood clots in her legs that resulted in the amputation of one of her legs. The patient did not test using the inratio system during hospitalization. During the hospitalization patient was put on heparin (last dose administered on (B)(6)). This information and further details can be found in medwatch report: MDR #2027969-2016-00516. The following information was provided as historical inratio results prior to the patient's hospitalization: (B)(6).

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 385358a was found to be performing within expectations. The product performed as expected. Manufacturing batch records for the lot were reviewed and the lot met release specifications. The customer is taking antibiotics for an unspecified back infection. Certain prescription drugs and over-the-counter medications can affect the action of oral anticoagulants. Although an improper technique was identified, a root cause could not be determined from the available information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.